Event description:
It was reported that during an anterior cruciate ligament repair, four different sutures broke off as the surgeon tried to pull the button out. Surgeon states, the retro button might have a sharp edge. The surgery was delayed over one and half hours, but no adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
Device history review revealed nothing relevant to this event. Material verification and dimensional inspections of the implant met specifications. Examination of the retro button revealed some sharp edges noticeable within the eyelet. Testing with suture caused the suture to fray. The customer's complaint was confirmed. A modification is already in place to smooth out the radius and surrounding area where the suture makes contact. This is the first complaint of this type for this part/lot combination.